Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The device was evaluated by a zoll approved service provider. The customer's report was observed. However, no further information was provided. This investigation will be closed as observed not verified until the device can be evaluated by zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.